Manufacturer narrative:
Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 27-mar-2025. Q1: was the product in question used to complete the procedure? A1: yes, the product was used to complete the procedure. Although the endoscopic image turned red and dark, the procedure was continued and successfully completed. The concern regarding the device's heat arose only at the conclusion of the procedure. Q2: was the device reinserted into the patient at any time during or after the procedure? A2: no, the scope was not reinserted into the patient. The heat issue was noticed after the procedure had concluded and the scope had been removed. Q3: when was the heat at the tip of the scope noticed? A3: the heat at the tip of the scope was noticed at the conclusion of the procedure, after removal from the patient. The surgical technician present during the case reported that the scope felt warm throughout, but it was only at the end that it was observed to be hot. Q4: was there any blood or debris adhered to the tip of the scope? A4: yes, blood was adhered to the tip of the scope. Attempts were made to remove the blood using an alcohol pad, water, and gauze. The scope was covered in large blood clots, which was not considered unusual due to the massive gi bleed. Q5: was there any issue noted with the scope's suction buttons? A5: yes, at the end of the case, staff had difficulty removing the suction buttons. Q6: what was the purpose of the procedure? A6: the procedure was performed for both treatment and diagnostic purposes. Q7: was the patient recalled for further screening? A7: no, the patient was not recalled for further screening, and there is no plan to recall the patient. Q8: what is the current status of the patient? A8: the patient was discharged home. Q9: was the product removed from circulation immediately after the event and sent for service or replacement? A9: yes, the product was removed from circulation and sent to pentax for evaluation. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 25-mar-2025, pentax medical became aware of an event involving a model eg29-i20c, serial number (B)(6) video gastroscope in maryland. During the procedure, active bleeding was observed, and the endoscopic image became red and dark. Upon removing the endoscope, it was noticed that the distal end had become hot. The endoscope was not reintroduced into the patient. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem: additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. H7: if remedial action initiated, check type h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: event that occurred is video image failure (black out) based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 22-may-2024 under normal conditions. During the final inspection, rework was performed to recoat the b.c-body due to a scratch found on the b.c-body. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 13-jun-2024. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.